Event description:
It was reported that the patient contacted support after being unable to connect the luer connector to the device during a supply change. The patient stated that an attempt to connect the luer connector the prior evening was unsuccessful and the cartridge was left in place without being connected. The patient attempted to connect another luer connector the following day and was again unable to secure it. After contacting a trainer, the patient was advised to reach out to customer care. The patient then used a luer connector from a different box, which connected successfully. Lot numbers for the previously attempted connectors were not available. The agent assisted the patient in completing the supply change using a 23-inch, 6 mm infusion set. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.